Event description:
Have received synvisc injections the past two years with no problem. In late 2008 on of the series left me bedridden for two days. I was unable to stand on my leg. In 2009, I had the first of my series injections. I was bedridden again for two days, barely able to stand. I reported this to my doctor when I arrived for my second injection. That one left me in bed for four days. I could barely stand next to my bed to urinate in a cup. The pain was excruciating. I was unable to turn over in bed because of the pain in my knees. It seems that every injection has gotten worse. I exercise daily and have been doing leg strengthening exercises and my knees were beginning to respond.. At least they were not getting worse. I do not know the additional info. You require since the injections were done in a doctors office -osteopatic- and I do not have the packaging from the synvisc. Just want to alert you to the fact that some people are having serious problems. Dose or amount: unknown, frequency: every 6 months, route: im. Diagnosis or reason for use: knee pain.